Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2725 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2725 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of perforation ("portion of the coil was teased out of the omentum") and device dislocation ("essure coil essure coil found in omentum") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menstrual clots, abdominal pain and uterine bleeding in 2021. As concurrent condition the report mentioned pelvic pain since 2021. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced perforation (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial omentectomy on (B)(6) 2021). The reporter considered device dislocation and perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2021: indication; pelvic pain abnormal uterine bleeding findigs: the left essure is probably seen just lateral to the uterus. In the left adnexa. The right essure appears near the uterine cornu. Exact location is difficult to ascertain. Impression: small bilateral follicular cysts. The right essure appears nearare within right uterine cornu. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: reporter and patient information, medical history, lab data, event medical device removal was is updated to perforation of organ and device dislocation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the other essure coil was found entangled in the omentum and was teased out of the omentum") and device dislocation ("essure coil essure coil found in omentum") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menstrual clots, abdominal pain and uterine bleeding in 2021. As concurrent condition the report mentioned pelvic pain since 2021. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device dislocation (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial omentectomy on (B)(6) 2021). Essure was removed on (B)(6) 2021. The reporter considered device dislocation and embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound pelvis] on (B)(6) 2021: indication; pelvic pain abnormal uterine bleeding findigs: the left essure is probably seen just lateral to the uterus. In the left adnexa. The right essure appears near the uterine cornu. Exact location is difficult to ascertain. Impression: small bilateral follicular cysts. The right essure appears nearare within right uterine cornu quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.